Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Meter's power consumption was investigated and found to be within specification. Fast draining battery issue was not observed. No additional issues were observed. The complaint is not confirmed.

Event description:
Customer reported his freestyle freedom lite blood glucose meter had a fast-draining battery and noted it stopped working on (B)(6), 2011. He further reported that on (B)(6), 2011 due to this issue he could not test and experienced polydipsia, polyuria, "pain in kidney area", body aches and subsequently a seizure. No third-party emergent medical intervention was reported. Customer self-treated by taking neurontin (gabapentin), ibuprofen and water. There was no report of death, serious injury or mistreatment associated with this event.